Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A negative result was obtained on a new sequential sample. A repeat run was performed on the original sample and a negative result was obtained. Patient treatment was not altered or prescribed, however patient discharge was delayed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The siemens healthcare diagnostics technical service center representative directed the customer to perform basic maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.